Manufacturer narrative:
Technical services discussed physician discretion. It was later reported that the device was explanted for normal battery depletion and being returned for analysis. Should additional information become available this event will be updated. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests were also performed, and again, normal device function was observed. In addition, laboratory technicians utilized an engineering level longevity prediction calculation to assess the rate of battery depletion, given the programmed parameters and other data stored within the memory of the device. The results of this calculation indicate that the actual rate of battery depletion fell within an acceptable range.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) had declared end of life (eol) with a monitoring voltage of 2.53 and charge times of 32.2 seconds. There was inquiry of remaining longevity. This device is included in the mid-life display of replacement indicators advisory. No adverse patient effects were reported.